Event description:
On (B)(6), 2010, the reporter contacted lifescan (lfs) on behalf of her son alleging calcoding issue with a one touch ultralink meter. According to the reporter, after a test strip was inserted into the meter, the device cycled through numbers 49-1. The reporter described the cycling of the codes as if it were searching for a code number. Even after pressing the up and down button, the reporter claimed that the code number did not appear. Therefore, the reporter was not sure if the patient's blood glucose reading(s) were accurate. Fifteen minutes after the alleged issue began, the reporter claimed that the patient developed symptoms of sleepiness, not being herself, and being incoherent. Two days after the alleged issue began, the reporter claimed that the patient administered self-treatment by eating food and/or drinking a beverage. The reporter denied that the patient's blood glucose was tested on another device during the time of concern. The alleged issue was not resolved. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the unresolved calcoding issue. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. Although the patient administered self-treatment by consuming food/drinks, his reported symptoms do not meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.